Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame of approximately three (3) months. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing, and the sterilization dosages were within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility on june 27, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The patient medical records have been reviewed by post market surveillance clinical staff. It was noted that the patient had hemodialysis on (B)(6) 2016 but there is no documentation of any adverse event at that time. The patient had a syncopal episode again on (B)(6) 2016 during hemodialysis. On (B)(6) 2016 the patient was discharged and diagnosed with syncope. The physician documented the cardiac arrest as questionable and documented the syncope associated with the hemodialysis was possibly a dialyzer reaction. There is no discharge diagnosis of cardiac arrest. Notes from the physician on (B)(6) 2016 show optiflux dialyzer was added to the patient¿s allergy list for and the patient was using the gambro dialyzer. On (B)(6) 2016, the facility reported the patient¿s dialyzer was changed after the (B)(6) 2016 event and the patient has had no further episodes of cardiac arrest. A follow up call was made to the clinic manager regarding the discrepancy on page 2 of the medical record. According to the clinic manager, page 2 of the medical records is incorrect where it reads patient is on f160nre on (B)(6) 2016. The clinic manager stated the patient was switched to a gambro dialyzer after third episode (on (B)(6) 2016). Medical records do not contain a recent history and physical, all hemodialysis treatment records (B)(6) 2016, hospital lab/diagnostic tests, cardiac markers or hospital progress notes for review. The patient was diagnosed with syncope on (B)(6) 2016 and not cardiac arrest. The patient¿s discharge diagnosis on (B)(6) 2016 stated cardiac arrest/syncope. There is no documentation in the medical record that indicates there was any causal relationship between the venofer and the syncopal reactions. There is no documentation in the medical record that indicates there was any causal relationship between the calcium acetate and the syncopal reaction. The patient had hemodialysis treatment records at the clinic on (B)(6) 2016 without any documented adverse event or cardiac arrest or syncope. Due to the lack of the aforementioned medical records, no conclusion can be made that a cardiac arrest actually occurred. Due to the lack of the aforementioned medical records, no conclusion can be made that the patient has an allergy to the optiflux dialyzer. Due to the lack of the aforementioned medical records, no conclusion can be made that the optiflux dialyzer was causally related to the syncopal episodes. The patient has comorbidities such as coronary artery disease, congestive heart failure and anemia that may have contributed to the syncope events. It is worth pointing out that the patient required a blood transfusion during the (B)(6) 2016 hospitalization and the patient¿s hemoglobin/hematocrit during the (B)(6) 2016 hospitalization was low and could contribute to syncope.

Event description:
A user facility reported a patient experienced cardiac arrest on (B)(6) 2016 approximately one hour after initiation of their hemodialysis (hd) treatment. A second report of patient cardiac arrest was reported on (B)(6) 2016 approximately two hours after the hd treatment was initiated. The third and final report of this patient experiencing a cardiac arrest event occurred on (B)(6) 2016 approximately one hour and thirty minutes after initiation of the hd treatment. On (B)(6) 2016, the patient was switched to another manufacturer¿s dialyzer and no further cardiac arrest events were experienced by the patient. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. On (B)(6) 2016, the patient presented to the dialysis clinic for hemodialysis treatment. The patient¿s hemodialysis started at 10:42 am without a problem and at a bfr of 300. At 12:07 pm, the patient¿s blood pressure was 162/87 and pulse 79. At 12:10 pm, the patient lost consciousness and became pulseless. Cardiopulmonary resuscitation (CPR) was initiated at approximately 12:10 pm. Patient was administered oxygen at 15 liters per minute. An automated external defibrillator (AED) was applied to the patient, but no shock was advised. The patient¿s blood was returned and 600 cc of normal saline was administered. Patient received 9 rounds of CPR. The patient¿s pulse returned approximately 12:14 pm. Paramedics arrived at 12:15 pm and the patient was transported to the hospital and admitted. The patient¿s cardiac loop monitor showed no event during the syncopal episode. The patient was discharged on (B)(6) 2016 and diagnosed with syncope. Hemodialysis orders for (B)(6) 2016 treatment: dialyzer - 160nre optiflux; dialysate composition: 2.0k, 2.50ca, 1.0mg, 100 dextrose; sodium: 138; bicarb setting: 36.